Event description:
It has been reported that during the use of the proceeda tla 12, a safety issue occurred. The following has been provided by the initial reporter: one of the fss trained colleagues attempted to lubricate the noisy mechanism using a tissue to apply the lubricant to the moving parts of the proceeda. It resulted in finger injury which required a minor surgery, removal of the nail, stiches and the x-ray found a bone fracture at the injury site.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. D4: medical device expiration date: n/a.

Manufacturer narrative:
H.6. Investigation summary: this statement is to summarize the investigation of a complaint involving the proceeda tla 12. According to the information provided, the customer reported that a field service specialist (fss) trained colleague sustained a serious finger injury while attempting to lubricate a noisy mechanism on the proceeda instrument. The colleague used a tissue to apply lubricant manually, as their can of lubricant lacked a directional adaptor. This resulted in a serious finger injury requiring medical intervention. The investigation determined that the injury occurred during use of the instrument, when a colleague attempted to perform maintenance using an unauthorized method. Specifically, the use of lubrication is not a servicing technique recommended by bd and contradicts the established safety guidelines. The actions described in the complaint constitute off-label use of the product, which led to an injury requiring minor surgery, including nail removal, sutures, and treatment for a bone fracture. A follow-up service visit confirmed that due to this activity a foreign material had become lodged in the wheels, which was successfully removed. After inspection, the instrument was found to be operating normally, with no mechanical or software faults identified. The system was subsequently returned to routine use without any restrictions following this action, no further issues were encountered. Based on the investigation, this case has been assessed as unconfirmed for a bd quality issue. The issue was not attributed to a malfunction of the instrument, as it was confirmed to be operating within its intended specifications. The injury was determined to have resulted from improper handling, rather than any device-related fault. No new trends, risks, or hazards were identified as a result of this complaint. The issue in this complaint does not require the initiation of a corrective and preventative action (CAPA). A design history record (DHR) review is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Bd quality will continue to closely monitor trends associated with this issue.

Event description:
It has been reported that during the use of the proceeda tla 12, a safety issue occurred. The following has been provided by the initial reporter: one of the fss trained colleagues attempted to lubricate the noisy mechanism using a tissue to apply the lubricant to the moving parts of the proceeda. It resulted in finger injury which required a minor surgery, removal of the nail, stiches and the x-ray found a bone fracture at the injury site.